Event description:
The pt was implanted with the scs system on (B)(6) 2011. All parameters checked normal post-operative. The pt was discharged and sent home. Later that night, the pt was taken to the emergency room due to loss of motor function in her legs. The pt was unable to move both of her legs, bend her knees, move her feet, and wiggle her toes. The sjm met with the pt and turned the stimulation off, the pt reported to have sensory feeling. Further follow up indicates the pt has not yet regained movement in the lower extremities. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.